Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.

Event description:
It was reported that the patient experienced inaccuracies between the continuous glucose monitor (cgm) and blood glucose (bg) meter. The sensor was inserted into the abdomen on (B)(6) 2019. The patient¿s daughter reported that she had been awake all night assisting the patient with her blood glucose. The cgm and bg values were not provided. At 9:30 pm, the patient¿s cgm displayed and alerted for a low. The patient was given juice, but the patient vomited the juice. Soda was provided, the patient was able to keep it down; however, after a while the cgm displayed and alerted for a high value. The high cgm value was treated and at 10:00 am, the cgm alerted for a low and displayed 54 mg/dl. The patient was diaphoretic, shaking, disoriented, and unable to open her mouth to swallow juice or honey. Emergency medical services (ems) was called, a glucagon injection was prepared but the paramedics arrived before the glucagon was administered. The paramedics performed a finger stick, the patient¿s bg was 26 mg/dl. The patient was treated with an IV, dextrose and transported to the emergency department (ed). While in the ed, the patient¿s cgm was 302 mg/dl but the bg was 211 mg/dl. No data or product was provided for investigation. Confirmation of the allegation was undetermined. The probable cause could not be determined. The reported glucose values fall within the b zone of the parkes error grid. This is being reported due to adverse event and/or medical intervention. No additional patient or event information is available.